Manufacturer narrative:
The field service engineer checked the instrument and found a not properly working sample/reagent (s/r) probe. After replacing the probe, instrument performance testing was run. All results were within specifications. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e411 rack. The reporter also mentioned quality control issues. The sample initially resulted in a value of 13.69 ng/l and repeated as 18.03 ng/l.

Manufacturer narrative:
The troponin t hs stat reagent lot was 688124 with an expiration date of 31-may-2024. Investigation is ongoing.